Event description:
It was reported that this right atrial (ra) lead was explanted due to a dislodgement presented, which was caused to to a lack of slack. The dislodgement was seeing on an x-ray. No additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a dislodgement presented. No additional information is available at the moment. No additional adverse patient effects were reported.